Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration maude, reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation (severe)'), autoimmune disorder ('autoimmune disorder') and pelvic adhesions ('bladder was adhered to her uterus'') in a 38-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2013, cesarean section on (B)(6) 2013, hives, fever, gravida ii, early miscarriage (reason unknown), irritable bowel syndrome, post-traumatic stress disorder and vaginal discharge. No allergy to nickel or any other component of essure. Approximate weight at the time of essure placement: 176 (unit unspecified). Weight on (B)(6) 2018 was 130 (unit unspecified). Previously administered products included for an unreported indication: aspirin. Concurrent conditions included anxiety since 2007, panic attacks since 2007, pelvic pain, depression, bloating, vaginal candidiasis and persistent cough. Concomitant products included fluoxetine hydrochloride (prozac) since 2007 for depression and anxiety as well as bupropion hydrochloride (wellbutrin), cetirizine, fexofenadine hydrochloride (allegra), macrogol 3350 (miralax), topiramate (topamax) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/abdominal cramping (severe)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain/ pelvic cramping"), back pain ("back pain/ severe and persistent low back pain") and headache ("headaches"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), fatigue ("fatigue"), urinary incontinence ("leaking bladder/ leakage of urine"), rash ("rash on knee/ rash"), hypersensitivity ("hypersensitivity reaction/ her body cannot tolerate"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), anxiety ("anxiety attacks/ anxiety got worse"), depression ("depression got worse"), panic attack ("panic attacks"), nail disorder ("nails not breaking"), nail growth abnormal ("nails not growing"), complication of device removal ("complications from essure removal procedure") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2015 and lysis of adhesions, incidental cystectomy, conversion to laparotomy, cystectomy repair (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, alopecia and weight increased was resolving, the autoimmune disorder, pelvic adhesions, abdominal pain lower, headache, fatigue, urinary incontinence, rash, hypersensitivity, dyspareunia, panic attack, nail disorder, nail growth abnormal, complication of device removal and abdominal distension outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the anxiety and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dyspareunia, fatigue, headache, hypersensitivity, nail disorder, nail growth abnormal, panic attack, pelvic adhesions, pelvic inflammatory disease, pelvic pain, rash, urinary incontinence and weight increased to be related to essure. The reporter commented: patient had right side 3 coils, and left side had 1 coils visible in uterine cavity after insertion. Essure removed on (B)(6) 2015 by laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, lysis of adhesions, incidental cystectomy occurred, conversion to laparotomy, cystectomy repair, cystoscopy, bilateral retrograde pyelograms. She did retain the essure or any portion of it in her possession, after essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2015: no allergy to nickel or any other component of essure. Gynaecological examination - on (B)(6) 2013: essure wires appear well-positioned, patient tolerated it well. Hysterosalpingogram - on (B)(6) 2013: essure in situ. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2013: tissue was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufactureronly. Social media report received, event 'bloating' was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration made, reference number: mw5035948) on (B)(6) 2014. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation (severe)'), autoimmune disorder ('autoimmune disorder') and pelvic adhesions ('bladder was adhered to her uterus'') in a 38-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2013, cesarean section on (B)(6) 2013, hives, fever, gravida ii, early miscarriage (reason unknown), irritable bowel syndrome and post-traumatic stress disorder. No allergy to nickel or any other component of essure. Approximate weight at the time of essure placement: 176 (unit unspecified). Weight on (B)(6) 2018 was 130 (unit unspecified). Previously administered products included for an unreported indication: aspirin. Concurrent conditions included anxiety since 2007, panic attacks since 2007, pelvic pain, depression, bloating, vaginal candidiasis and persistent cough. Concomitant products included fluoxetine hydrochloride (prozac) since 2007 for depression and anxiety as well as bupropion hydrochloride (wellbutrin), cetirizine, fexofenadine hydrochloride (allegra), macrogol 3350 (miralax), topiramate (topamax) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/abdominal cramping (severe)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain/ pelvic cramping"), back pain ("back pain/ severe and persistent low back pain") and headache ("headaches"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), fatigue ("fatigue"), urinary incontinence ("leaking bladder/ leakage of urine"), rash ("rash on knee/ rash"), hypersensitivity ("hypersensitivity reaction/ her body cannot tolerate"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), anxiety ("axiety attacks/ anxiety got worse"), depression ("depression got worse"), panic attack ("panic attacks"), nail disorder ("nails not breaking"), nail growth abnormal ("nails not growing") and complication of device removal ("complications from essure removal procedure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2015 and lysis of adhesions, incidental cystectomy, conversion to laparotomy, cystectomy repair (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, alopecia and weight increased was resolving, the autoimmune disorder, pelvic adhesions, abdominal pain lower, headache, fatigue, urinary incontinence, rash, hypersensitivity, dyspareunia, panic attack, nail disorder, nail growth abnormal and complication of device removal outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dyspareunia, fatigue, headache, hypersensitivity, nail disorder, nail growth abnormal, panic attack, pelvic adhesions, pelvic inflammatory disease, pelvic pain, rash, urinary incontinence and weight increased to be related to essure. The reporter commented: patient had right side 3 coils, and left side had 1 coils visible in uterine cavity after insertion. Essure removed on (B)(6) 2015 by laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, lysis of adhesions, incidental cystectomy occurred, conversion to laparotomy, cystectomy repair, cystoscopy, bilateral retrograde pyelograms. She did retain the essure or any portion of it in her possession, after essure was removed diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2015: no allergy to nickel or any other component of essure. Gynaecological examination - on (B)(6) 2013: essure wires appear well-positioned, patient tolerated it well. Hysterosalpingogram - on 15-nov-2013: essure in situ. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2013: tissue was normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration maude, reference number: mw5035948) on 02-jun-2014. The most recent information was received on 25-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation (severe)'), autoimmune disorder ('autoimmune disorder') and pelvic adhesions ('bladder was adhered to her uterus'') in a (B)(6) year old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2013, cesarean section on (B)(6) 2013, hives, fever, gravida ii, early miscarriage (reason unknown), irritable bowel syndrome and post-traumatic stress disorder. No allergy to nickel or any other component of essure. Approximate weight at the time of essure placement: (B)(6) (unit unspecified). Weight on (B)(6) 2018 was (B)(6) (unit unspecified). Previously administered products included for an unreported indication: aspirin. Concurrent conditions included anxiety since 2007, panic attacks since 2007, pelvic pain, depression, bloating, vaginal candidiasis and persistent cough. Concomitant products included fluoxetine hydrochloride (prozac) since 2007 for depression and anxiety as well as bupropion hydrochloride (wellbutrin), cetirizine, fexofenadine hydrochloride (allegra), macrogol 3350 (miralax), topiramate (topamax) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/abdominal cramping (severe)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain/ pelvic cramping"), back pain ("back pain/ severe and persistent low back pain") and headache ("headaches"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), fatigue ("fatigue"), urinary incontinence ("leaking bladder/ leakage of urine"), rash ("rash on knee/ rash"), hypersensitivity ("hypersensitivity reaction/ her body cannot tolerate"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), anxiety ("axiety attacks/ anxiety got worse"), depression ("depression got worse"), panic attack ("panic attacks"), nail disorder ("nils not breaking"), nail growth abnormal ("nals not growing") and complication of device removal ("complications from essure removal procedure") and was found to have weight increased ("wight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2015 and lysis of adhesions, incidental cystectomy, conversion to laparotomy, cystectomy repair (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, alopecia and weight increased was resolving, the autoimmune disorder, pelvic adhesions, abdominal pain lower, headache, fatigue, urinary incontinence, rash, hypersensitivity, dyspareunia, panic attack, nail disorder, nail growth abnormal and complication of device removal outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dyspareunia, fatigue, headache, hypersensitivity, nail disorder, nail growth abnormal, panic attack, pelvic adhesions, pelvic inflammatory disease, pelvic pain, rash, urinary incontinence and weight increased to be related to essure. The reporter commented: patient had right side 3 coils, and left side had 1 coils visible in uterine cavity after insertion. Essure removed on (B)(6) 2015 by aparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, lysis of adhesions, incidental cystectomy occurred, conversion to laparotomy, cystectomy repair, cystoscopy, bilateral retrograde pyelograms. She did retain the essure or any portion of it in her possession, after essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2015: no allergy to nickel or any other component of essure. Gynaecological examination - on (B)(6) 2013: essure wires appear well-positioned, patient tolerated it well. Hysterosalpingogram - on (B)(6) 2013: essure in situ. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2013: tissue was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: this record was detected to be a duplicate to record (B)(4) (initially reported via lawyer on 13-jul-2016, medwatch 3500a MFR number 2951250-2018-00314), which will be deleted after all information was transferred to this record ((B)(4)). Newly added from duplicate: new address of patient added ((B)(6)). Lawyers added as reporters. Medical history, concomitant drugs added (prev. Only hives, fever, pelvic pain and aspirin reported). Patient age: (B)(6) yrs. Tests added: allergy test, hysterosalpingogram, ultrasound. New events added from duplicate (previously only nonserious inflammation and abdominal pain reported in this record). Essure batch number added. Essure inserted for sterilization. Essure removed on (B)(6) 2015 (prev: ongoing), laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystectomy had to be reconstructed were performed. All events were assessed as related to essure. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.